Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: we are very concerned as we have had a number of leaks with our spiros connectors since implementing the pumps in the oncology department. We have tried a new lot number of the spiros and still had an issue. Now we are wondering if there is a compatibility issue with the bd products we are using.

Event description:
It was reported that the alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: we are very concerned as we have had a number of leaks with our spiros connectors since implementing the pumps in the oncology department. We have tried a new lot number of the spiros and still had an issue. Now we are wondering if there is a compatibility issue with the bd products we are using.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage between the spiros and the set could not be verified due to the product not being returned for failure investigation. A device history record review for model 11532269 lot number 20045664 was performed. (B)(4) in 1 lot number was built on (B)(6) 2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents.